Event description:
Procedure: lobectomy. According to the reporter: the surgeon found staple malformation after firing. The tissue stuck to the cartridge and when it was removed there was tearing on the cutting end and oozing on the staple line.

Manufacturer narrative:
(B)(4).